Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately over the last nine months from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7099700/7099614.

Event description:
It was reported that patient needs to charge the implantable pulse generator (ipg) more often. It was noted that patients spinal cord stimulator lead had migrated and patient was not able to get enough pain relief. The patients spinal cord stimulator lead had multiple contacts out. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.